Event description:
Boston scientific received information that the tachycardia therapy of this cardiac resynchronization therapy defibrillator (crt-d) was turned off and was set to a monitor only mode for an unknown reason. Attempts to obtain additional information were made but were unsuccessful as the field representative has no further information to give. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were made but were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.